Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing occlusion event on (B)(6) 2024. Patient was advised to change supplies as necessary and resume insulin therapy. No further information available.